Event description:
It was reported that the patient was in the shower when the line fell out. She applied pressure which stopped the bleeding.

Manufacturer narrative:
No device sample was returned for evaluation and the lot number of the device was not provided. The instructions for use for this device contain the following cautions. "Patients must not swim, shower, or soak dressing while bathing." "Catheter must be secured/sutured for entire duration of implantation." Each patient has a different reaction to an implanted foreign body and tissue ingrowth is related to this reaction. Many variables contribute to the encapsulation of a textile. These include factors related to surgical technique, patient hematology, and concurrent drug therapy.